Manufacturer narrative:
The initial reported event of [brief event description] was previously submitted via a remedial action exemption (rae) summary report. The manufacturer has voluntarily discontinued this rae, so supplemental information is being submitted via a 30 day report. This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high impedance. The rv lead remains in use, and explant of the rv lead is planned. No patient complications have been reported as a result of this event. It was further reported that the right ventricular (rv) lead was replaced.